Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead revision. Prior to procedure, it was noted that the right ventricular lead exhibited non-sustained right ventricular over-sensing episodes, which caused inhibition of pacing. After opening the pocket, it was found that a competitor lead was connected to the pace/sense portion of the device and the abbott lead pace/sense portion was capped while the shock coil remained attached to the device. After testing the capped pace/sense portion, it was noted that there was high pacing impedance and loss of capture. A new pace/sense lead was implanted. The patient was in stable condition.